Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the image was black and white with 190 series scopes due to a defective circuit board. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
An olympus representative reported that the image on the evis exera iii video system center was black and white. The issue occurred when preparing the device for use. There was no patient harm associated with the event. The device was returned and evaluated and there was no image, only a color bar appeared with 150 and 180 series scopes due to defective patient board. This MDR is being submitted to capture the reportable malfunction found during the evaluation.